Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus). No new aus was implanted. It was noted that the previous device was implanted in 2011. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.